Event description:
Sterile technique followed for pic insertion at home. Measured for deep vein placement. Venipuncture made and catheter threaded easily. Guide wire easily removed; good blood return obtained and line flushed with 10cc saline. Primed extension set applied and dressed sterily as usual. Vancomycin infusion was begun after 25 minutes, noted pt's antecubital area to be swollen, pink, and leaking from exit site. Pic removed. Small pinpoint leak noted in catheter where it would have been in subcutaneous tissue before entering the vein.